Event description:
It was reported that the ventricular assist device (vad) patient had driveline sheath damage. It is unknown if it is a previously repaired area. A driveline sheath repair is scheduled. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that upon inspection of the driveline (dl) a circular cack was observed 12 cm from the previous dl repair, which remains intact and not related to the newly discover damage. The new damage is located 37 cm distal to the controller connection. In total there are now seven circular cracks on this patient dl. Log files show no-vad related issues or triggered alarms. The inner silicone layer appgars were intact. A dl sheath repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing issue. Review of (B)(6) service history record indicated that the device was previously serviced, and the repair action was verified. On-site inspection of the driveline cable revealed that the outer sheath had new damage, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.